Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched at customer site and replaced the involved device. The new unit was tested and released to customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz arterial clamp which was found to be defective, with error message 1200 displayed onto essenz cockpit. The event occurred during procedure. There was no patient injury.